Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient bent over and his midline incision opened. After an infection was confirmed, the patient was explanted. The patient's symptoms included redness and drainage. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient bent over and his midline incision opened. After an infection was confirmed, the patient was explanted. The patient's symptoms included redness and drainage. The patient was given oral antibiotics and was reportedly doing well following the procedure.